Manufacturer narrative:
Follow-up # 1 date of submission 02/21/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; the up arrow, down arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2013 and stated the ok keypad button had a delayed response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.